Manufacturer narrative:
Article citation: shoham g, haran o, singolda r, madah e, magen a, golan o, menes t, arad e, barnea y. Our experience in diagnosing and treating breast implant-associated anaplastic large cell lymphoma (bia-alcl). J clin med. 2024 jan 9;13(2):366. Doi: 10.3390/jcm13020366. Pmid: 38256500; pmcid: pmc10816524. Continued e.1. Facility name: department of plastic and reconstructive surgery, tel aviv sourasky medical center, affiliated with the faculty of medicine, tel aviv university continued e.1. Phone number: (B)(6). Continued e.1. Fax number: (B)(6). The events of "infection (unknown onset)" and "wound dehiscence" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "wound dehiscence and an infection"

Event description:
Through journal article "our experience in diagnosing and treating breast implant-associated anaplastic large cell lymphoma (bia-alcl)" one patient experienced left side wound dehiscence and an infection "shortly after" reconstruction. Patient underwent "debridement and irrigation of the wounds, and both implants were exchanged." Device has been explanted and replaced.